Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve bed is dumped. Associated malfunction for this device: manifold stuck, exhaust muffler and tie wraps leak.